Manufacturer narrative:
Device evaluation of the complaint are: deflation: observed, a crease smooth opening assessed, to a fold flaw opening. And an opening striated assessed, as to surgical damage. Additional observations: crease fold observed, in the device. White particles inside observed, in the device. Observed, what appears to be like crater appearance on shell surface. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, deflation on an unknown side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation on an unknown side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.